Event description:
While treating a pt (age & gender unknown) that overdosed, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.